Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed; however, the exact cause could not be determined from the returned films. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. Returned films from 5 years post-implant revealed that the suprarenal neck had likely dilated, ranging from 26 ¿ 47mm in diameter, which appears most likely to have been caused by disease progression. Images during the reported intervention, showing placement of an endurant cuff and navion stent graft up to the level of the celiac artery, with preservation of the sma using a non-mdt stent as a bypass, were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 4 years post implant, the patient developed back pain and a CT showed a type ia endoleak. A secondary procedure was carried out the following day. A non-medtronic stent was placed in the sma and then an endurant cuff (ettf3636c70e) was placed up to the level of the celiac artery. As the cuff was not long enough to get adequate overlap in the original graft a valiant navion stent graft (vnmc3737c90tu) was also implanted. Final angio showed no type I endoleak. As per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.